Event description:
While performing a routine evaluation, a syncardia technician reported that the freedom driver did not maintain the proper normotensive pressure values on the patient simulator.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found no new alarms. Visual inspection of external components found display cover was cracked. Visual inspection of internal components found no abnormalities. Freedom driver failed functional testing for out of specification left atrial pressure and cardiac output. Additional testing included retesting the driver with a known functional replacement piston cylinder assembly. Driver passed all areas of functional testing with replacement pca. Failure investigation for this complaint confirmed the reported issue. The customer complaint was replicated during functional testing; root cause of out of specification lap and co was determined to be a faulty piston cylinder assembly. Failure investigation identified no other test failures or damage that could have contributed to reported complaint. Damage to display cover was cosmetic only. Device was not in patient use at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
While performing a routine evaluation, a syncardia technician reported that the freedom driver did not maintain the proper normotensive pressure values on the patient simulator.

Manufacturer narrative:
The freedom driver will be evaluated by syncardia. The results will be provided in a follow-up MDR. (B)(4).